Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2009 in the pt's left (os) eye. The lens was explanted 14 days later, due to excessive vaulting. Subsequently, the pt experienced narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens.